Event description:
A report was received that the patient was experiencing pain at the ipg site due to feeling of the leads. It was also reported that the patient was having difficulty charging due to the ipg was slightly slanted. The patient underwent a revision procedure wherein the physician flattened and buried the ipg deeper. The patient was doing well postoperatively.